Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that os and system application were loaded and checked good. D2 hard drive had a red led on and amber led was blinking and was installed mvs server in test system. Blue screen window error message at start up confirms that the hard drive was corrupted. Analysis found that the reported event was related to a computer component issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) computer hard drive had a failure on disk d2. The mvs computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the d2 hard disc was defective, and the mobile viewing station (mvs) computer is showing an amber led as a warning sign. The computer was booting and working as intended.